Event description:
It was reported that continuous glucose monitor displayed error message 42 while customer was using g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset guidance, performed pump reset with assistance, and error message did not appear again after reset; no additional information was received regarding the outcome of the event.